Event description:
It was initially reported to target that during a procedure while contrast media was infused, the fastracker catheter ballooned. Upon evaluation, it was found that the catheter was ruptured; therefore, this complaint became a MDR. Through a follow-up by a com rep, target was informed that an injector was used to infuse the contrast media. There were no complications to the pt as a result of this event, and is in good condition. The procedure was successfully completed with another fastracker catheter.